Event description:
Required surgery; I had breast augmentation surgery in 2013. I had mentor 400cc smooth saline breast implants. Products numbers 6704691 and 6452047 for left and right. I started experiencing systemic symptoms including fatigue, brain fog, joint pain, muscle pain and weakness, hair loss, weight gain, vertigo, flu like symptoms, sleep problems, vision problems, breathing restrictions, slow healing, rashes, inflammation, headaches, food intolerances, temperature intolerance, and limb numbness and tingling. I had to undergo surgery to remove the implants and surrounding scar tissue capsules. Symptoms improved greatly within days of removal of the implants. FDA safety report ID# (B)(4).